Manufacturer narrative:
Device not yet received.

Event description:
A perceval valve was implanted via rat on (B)(6) 2018, but showed a relatively large leak. There was concern about the coaptation of the leaflets. It was then decided to convert to full sternotomy to implant the valve, which was reported to have worked perfectly.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The returned valve was a size 23 and was received in general good conditions. Investigation is ongoing. Please note: the device was received by the manufacturer on september 4, 2018. However, it was only identified that the valve was associated with this case on september 21, 2018. Therefore, this is indicated as the date the device was received.

Manufacturer narrative:
Visual inspection confirmed the absence of manufacturing deficiencies. Hydrodynamic testing of the returned device confirmed that the regurgitant fraction was below iso 5840 requirements. No anomalies were observed during the open/close cycle. Complete leaflet coaptation with no central leak was confirmed under normotensive conditions. Based on the investigations performed, the reported event cannot be explained by any factor intrinsic to the involved device, since complete coaptation without central leak was observed. Based on the investigations performed, the device can be excluded as a contributing cause of this event. Given that a new valve of the same size was successfully implanted after converting to full sternotomy, mis-sizing and patient anatomy can also be excluded as contributing factors. The event is therefore attributed to malpositioning and user error, by exclusion of all other possible causes. The malpositioning may possibly related to the surgical approach, given that the valve was successfully implanted after converting to full sternotomy.